Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and showing critical override. A technical support specialist (tss) dialed into the station, found that the station needed full synchronization. Then the tss checked error logs, restarted synchronization and maintenance services and rebooted but still issue persisted. The tss then stopped services, decrypted database and performed backup, then rebooted and performed synchronization and the station is communicating, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode and displayed a critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.